Event description:
Healthcare provider reported left side "free gel on one side the instant the capsule was opened. It stuck to everything and stretched when pulled on. The shell was also completely engulfed in gel." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.